Manufacturer narrative:
The device associated with this report was not returned. The provided lot code indicates a vendor manufacture date of may 1999. The investigation could not draw any conclusions about the reported breakage without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. In addition, the product code is an obsolete/discontinued item. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument broken and chipped.